Event description:
The physician reported that after placement of three coils, the fourth coil was placed without problems. Then the fifth coil was introduced. This coil jammed in the distal portion of the microcatheter. They tried to retrieve the coil which was impossible as the coil was stuck. Then they decided to retrieve the micro-catheter in total. When they did this, it resulted in retrieving an earlier coil out of the aneurysm. The whole coil was retrieved without any damage. The physician feels that the detachment part of the fourth coil was still in the distal end of the microcatheter and because of that, the fifth coil was jammed together with this detachment part in the distal end of the microcatheter. The physician feels that something is wrong with the alignment of the markers. The physician reported the pt suffered no adverse effects as result of the reported event.

Manufacturer narrative:
The device in question was return to boston scientific and a full evaluation was performed. A device history record (DHR) review, a dimensional check, a visual/microscopic exam and initial condition exam were performed as part of the eval. Result from the review of the DHR showed no anomalies were noted. There were no issues or discrepancies found which could potentially relate to this complaint. The DHR review confirms that the device met all materials, assembly and performance specifications. The coil was returned protruding from the distal end of the microcatheter. The second coil was also protruding from the distal end of the microcatheter. The coil was stretched at the proximal end and the shape had been deformed which may be as a result of the procedure. The pushwerwire, introducer and dispenser coil were not returned with the coils. The proximal end of the coil was inspected and was consistent with having been detached using electrolysis. The distorted shape of the coil may have resulted from excess force applied while trying to deploy the second coil. The microcatheter that was used with the subject coils was returned and all dimensions met specifications including the positioning of the distal and proximal markers. If repositioning was carried out on the second coil, it may have caused this coil to become dislodged from the aneurysm and jam in the distal end of the microcatheter. Boston scientific confirmed the defect description, but could not determine the cause of the event.